Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that on multiple dates between (B)(6) 2026 and (B)(6) 2026, a patient experienced adhesive failure due to inadequate site preparation (hair not removed and no adhesive aids used), resulting in blood glucose exceeding 500 mg/dl, which was resolved by infusion set replacement and correction bolus delivery.